Event description:
It was reported that balloon failure to deflate occurred. The patient underwent an arterial intervention where the 80% stenosed target lesion was located in the non-tortuous and moderately calcified femoral artery which was going antegrade to the tibials. A 2mm x 40mm x 144cm coyote es balloon catheter was advanced for dilation. During the procedure, a few minutes were attempted to deflate the balloon but with no success. Different syringes were used try to deflate the device but nothing worked. The balloon was tugged back until it was removed with the sheath. There were no noticeable damages found on the balloon, so the procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that balloon failure to deflate occurred. The patient underwent an arterial intervention where the 80% stenosed target lesion was located in the non-tortuous and moderately calcified femoral artery which was going antegrade to the tibials. A 2mm x 40mm x 144cm coyote es balloon catheter was advanced for dilation. During the procedure, a few minutes were attempted to deflate the balloon but with no success. Different syringes were used try to deflate the device but nothing worked. The balloon was tugged back until it was removed with the sheath. There were no noticeable damages found on the balloon, so the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: device was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. The balloon was functionally tested by inflating it to rated burst pressure and then deflated. No other damage or irregularities found.